Event description:
It was initially reported that the patient's implantable neurostimulator (ins) was loose in the pocket. It was noted that the physician did not suture the ins properly. The patient had requested that they be reprogrammed. Follow up information received reported that the patient had a surgical revision performed on (B)(6) 2012. The ins was moved from her back to her side where it was originally implanted. Further information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3998, lot# j0564149v, implanted: 2005 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Extension: model 3708220 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. (B)(4).